Event description:
It was stated that the customer was hospitalized for low blood glucose and the reading was 22 mg/dl. It was stated that the customer was having a seizure at his home prior to the hospitalization. Also prior to the hospitalization, the customer had been working a lot more than usual and he did not adjust the basal rates for the added activity. Troubleshooting was performed and the insulin pump passed the displacement test and the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.